Event description:
The customer reported that the secondary infusion of 3.375 grams of zosyn in 50ml did not infuse. The patient received the primary infusion of ns instead of the secondary. The tubing was changed with no further issues.there was no harm.

Manufacturer narrative:
The customer¿s report that the secondary did not infuse was not confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. The root cause of the customer¿s report could not be identified because the secondary set infused successfully during internal lab testing.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided by customer.

Event description:
The customer reported that the secondary infusion of 3.375 grams of zosyn in 50ml did not infuse. The patient received the primary infusion of ns instead of the secondary. The tubing was changed with no further issues. There was no harm.